Manufacturer narrative:
Additional information: b6 and b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On the same day as peritonitis diagnosis, the patient was treated with vancomycin hydrochloride (0.5g, discontinued after 2 days) for peritonitis. Ten (10) days after diagnosis, the patient recovered from the peritonitis. Pd therapy was discontinued. The patient was switched to hemodialysis. No additional information is available.